Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: after turning on the ventilator, the screen remains dark and an alarm is triggered.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: the failure occurred during start-up, no patient involvement. The service engineer did the troubleshooting and performed the tests. The root cause was determined to be a defective interaction panel (ip) esm board. In consequence (correction) the defective ip esm board was replaced. At the time of the incident, the device was 16 years old. Updated fields.

Event description:
Hamilton medical ag received the following incident description: after turning on the ventilator, the screen remains dark and an alarm is triggered.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: after turning on the ventilator, the screen remains dark and an alarm is triggered.